Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.